Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during a manual prime. The customer also stated numbers did not appear on the screen and there was no beeping heard. The insulin pump was also not dropped or bumped. The drive support cap was also sticking out. The customer was advised to return the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).